Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing maintenance on navigation instruments, they discovered that the thread on a biopsy needle was loose. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect biopsy guide was returned to the manufacturer for analysis. The guide was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.